Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, ratchet handle isn't ratcheting, carrier is not going all the way through the mesher. It was unknown if there was patient harm and surgical delay. Due diligence is in progress and there is no additional information available.